Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low readings issue with the adc device was reported. Customer obtained a blood glucose reading of 200mg/dl while the sensor was reading ¿lo¿. Customer replaced their sensor and had the same problem. Adc customer service contacted the customer, and it was reported they received replacement sensors; however, one of the replacements had high readings compared to a blood test. No further information was provided, and no patient consequences were reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg date is unknown. The date entered in section h4: is the date abbott diabetes care became aware of the event. The consumer reported issues with 3 freestyle libre 3 sensors, all with unknown serial numbers. This report covers all 3 sensors. Reference report: mw5158419. All pertinent information available to abbott diabetes care has been submitted.